Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2014 with the following findings: loss of prime with non-zero force recorded in the black box. No loss of primes during investigation. Force sensor calibration reading was within specfications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a loss of prime. There is no reported adverse event with this complaint. This report is made based on the allegation of the loss of prime issue.